Manufacturer narrative:
Complaint conclusion: a report was received that during deployment of a 4 x 40 smart flexstent, the stent fractured. The procedure was successfully completed with a non-cordis stent with no reported patient injury. The event involved an (B)(6) female patient with an unknown past medical history. The target lesion was located in the patient's superficial femoral artery and was described as 80% stenosed, 6.2mm in diameter and 40mm in length. In addition, the lesion site was not located in an actively moving segment of the artery. Access was obtained with a 6f cordis sheath introducer and the procedure performed via a contralateral approach. The lesion was pre-dilated with an unknown balloon with a post-dilation stenosis of 80%. The site reported that the flexstent device was stored, inspected, handled and prepped according to the instructions for use (IFU). This is the initial and final report for this complaint. The device was inspected prior to use and did not reveal evidence of any damage. The flexstent was advanced towards the lesion without resistance without any unusual force being applied. The device did not have to pass through any acute bends and did not have to cross a previously deployed stent. No thrombus was noted in or near the lesion site and the lesion. The site reported encountering moderate resistance while crossing the lesion with the stent, but no difficulty in deploying the stent. No thrombus was noted in or near the deployed stent. The diameter of the unconstrained stent was reported to have been 1-2mm larger than the vessel diameter. The site reported that the spiral components/struts of the stent would not allow a post-dilation balloon to cross the newly deployed stent. Further radiographic images confirmed that the stent was fractured. A non-cordis stent was then deployed to cover the fractured stent with good flow noted after this treatment. The site reported that the stent fractured was related to stent. The patient was stable after the procedure with no reported patient injury. The product remains implanted in the patient and was not available for return to the manufacture. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The product IFU cautions that if resistance is encountered at anytime during the insertion procedure, they should not force passage. The resistance may cause damage to the stent or the vessel lumen. The if also instructs clinicians to use caution when crossing a deployed stent with any adjunct device. Based on the information available for review, there are procedural factors (moderate resistance when crossing lesion and introduction of the post-dilation balloon into the stent) that may have contributed to the reported stent fracture event. Without the return of the device for analysis or films of the event, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
During deployment of a 8x40 120cm smart flex stent, it was reported that the stent fractured. The subsequent fracture was covered with a cook zilver stent. Flow was fine following stent placement. There was no patient injury reported. The stent fracture was detected prior to post-dilatation. Spiral compartments would not allow the balloon to cross. Further radiology identified the stent fracture. The stent was covered with a stent graft and the patient is currently fine. The user felt the event was related to the stent. The device was stored, inspected, handled, and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The target lesion was the superficial femoral artery. The target vessel diameter was 6.2mm and the length of the stented lesion segment was 40mm. A contralateral approach was used for delivery of the sds to the lesion. A 6f cordis sheath introducer was used for the procedure. The diameter of the unconstrained stent was sized 1-2mm larger than the vessel diameter . The sds did not have to pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was applied at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. The percent stenosis after pre-dilation was 80%. There was moderate difficulty/resistance while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. There was no difficulty or resistance noted during deployment. There was no thrombus noted post deployment. The stent was not implanted in actively moving-segment of the artery.